Manufacturer narrative:
The complaint of balloon non-deflation was confirmed; however, there are no indications that this is related to the manufacturing process. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. As per the IFU, balloon ruptures and catheter separation as a result of excessive pull force applied to remove adherent material are most frequent causes of reported failures. The IFU also stated, ¿to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum inflation volume or pull force." The maximum pull force on the inflated balloon is 2.0 lbs per the IFU for this catheter. The possibility of balloon non-deflation must be taken into account when considering the risks involved in any embolectomy procedure. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon would not deflate during a case. The customer indicated that they took off the syringe. However, they also used different syringes to see if they could get to deflate. The doctor removed everything including the sheath however nothing worked to deflate the balloon. No patient complications were reported.